Event description:
After successful deployment of a 34mm aortic extension the physician undocked the express delivery system from the introducer sheath hemostasis handle. When the physician was removing the express delivery system from the guidewire it was noted the tip became detached from the inner core and remained on the guidewire. The physician removed the detached tip from the guidewire and the procedure was completed without further complications. The delivery system is being returned for evaluation. There is no reported pt injury.

Manufacturer narrative:
Review of lot records/work orders. No issues were noted. Evaluation of the returned device confirmed the separation polyimide tube and the pebax inner core due to a uv adhesive bond failure.